Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered a commanded maximum output shock to a patient who was in atrial fibrillation. After delivery, a red screen appeared. The device is in middle-of-life 1.